Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 pockets were not visible on the bus. A field service engineer (fse) powered down station, reseated row board connections on drawer controller board and cubie trays to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 failed to recover and required maintenance. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.